Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2267 alarm, which occurred on the homechoice (hc) during use, during dwell 1. The caregiver (cg) stated the hc alarmed se 2267 in dwell 1 and the cg stated one of the supply bags was empty. He disconnected it from the setup before the hc alarmed se 2267. The baxter technical service representative (tsr) had the cg power cycle the hc. The hc alarmed se 2367 and the tsr had the hp power cycle the hc. The hc proceeded to press go to start. The tsr informed the cg to start over with all new supplies. The tsr instructed the cg to inform the rn of the se 2267. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. The 510k number will not be provided in the emdr because the product code and lot number are unknown. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint is for a system error 2267 during the dwell stage, where caregiver stated one of the supply bags was empty and he disconnected it from the setup before the homechoice alarmed system error 2267. This complaint is confirmed because disconnected disposable tubing is a known cause of this type of alarm, which is a use error that can lead to contamination and/or air to be delivered into the peritoneal cavity. A labeling review found the labeling to be adequate for the use/user error identified in this incident.